Manufacturer narrative:
Other device involved in this event: outflow graft/0001796596 / catalog#:1125 / exp. Date:09/30/2018. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities including chronic immunotherapy for rheumatoid arthritis. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient presented with first episode of (B)(6) and new finding of abscess around the lvad measuring 8 cm x 3 cm. Despite appropriate antibiotic choice, patient remained septic for greater than one week.  A sinus tract from the abscess area spontaneously erupted and the continuously drained purulent drainage.  The patient's united network for organ sharing (unos) status was upgraded to 1a (b) due to pump infection and received heart transplant on (B)(6) 2017. Surgical findings included large amount of purulent drainage along the outflow graft and the body of the pump. Of note, the patient receives chronic immunotherapy for management of rheumatoid arthritis symptoms. Voluntary medwatch submitted by user facility was received on april 10th, 2017. No further information is available.